Event description:
Report received from the USA stating that during a lumbar surgery the device "got hot". There was a five minute delay in surgery. There was a spare attachment available for the case. There were no injuries reported and no medical intervention was required. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device could not be evaluated due to the device being returned in a condition in which heat testing could not be conducted. Therefore, the event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).